Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy drug-eluting stent was selected for treatment. However, the mid part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy drug-eluting stent was selected for treatment. However, the mid part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination identified damage as the stent struts in the mid- section of the stent were lifted and pulled in different directions. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.